Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported during a total hip replacement surgery, when the surgeon was expanding the medullary cavity, the t-handle broke and the debris fell into the cavity. The surgeon had to debrided the surgical wound to find debris through fluoroscopy, squeeze and aspirator, which extended the surgery time by an unspecified duration.